Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the patient was scheduled for a vit/ret retinal repair procedure. During surgery,they experienced a vacuum related issue causing a soft eye and additional small tear of the retina. The tear was repaired during the procedure.